Event description:
It was reported the customer received several battery out limit alarms and unexpected restart alarms. Customer stated they have not used their insulin pump for a few months. Customer's blood glucose was 212 mg/dl at the time of the call. The customer stated they did not program a temp basal before the alarm occured. It was also found the customer had a lost sensor alert and sensor end alert at the end of the call. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.